Event description:
An optometrist reported a pt with dry eye and foreign body sensation at five day lasik post-operative visit. At visit pt indicated she felt a foreign body in her eyes and complained of dry eye. Additional info has been requested. This report is for the left eye, and additional report will be filed for the right eye.

Manufacturer narrative:
Additional info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).